Event description:
A (B)(6) male pt's wife called zoll customer support to report that the pt was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, which damaged connector j702 on the distribution node pca board and caused the reported service code 204. The root cause for the strained cable was excessive force on the trunk cable section. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.